Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Syringe had debris inside.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A syringe was reported to contain debris within the barrel. To support the investigation, one sample in an opened packaging blister was submitted for evaluation by the quality team. Upon visual inspection, a speck of embedded degraded resin was observed at the 16 ml mark on the syringe barrel. No additional defects or irregularities were identified. The presence of degraded resin is typically associated with the startup phase or intermittent occurrences during the injection molding process. During these periods, degraded resin may dislodge and become incorporated into molded components. A device history record (DHR) review was conducted for material number 302832, lot 5176260. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar complaints have been reported for this lot. Based on the returned sample analysis, the reported condition has been confirmed.